Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient was home lying in bed when he started to feel ¿low¿. He was shaky, weak, delusional, and could hardly speak. The patient checked his cgm receiver and it read low mg/dl, however, the patient never received any alert notifying him of his hypoglycemic state. The patient checked his bg meter reading which was 28 mg/dl. The patient texted his girlfriend that he was having a low and then self-treated with sweet tea. After treatment, the patient recovered. The patient was ¿doing well¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.